Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced two infusion set patch did not stick to skin upon insertion on (B)(6) 2026. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2.